Event description:
It was reported that during the deployment of the third coil into the middle cerebral artery aneurysm, contrast extravasation was observed. The site of the extravasation was unknown. The patient was administered with protamine sulfate (unknown dose) and the physician confirmed that the extravasation disappeared after additional coils were deployed. There were no clinical consequences to the patient. The physician considered that the third coil may be related to the extravasation.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remained implanted; therefore, analysis cannot be performed. Information available indicated that device was confirmed to be in good condition post preparation, and the device performed as intended during the procedure. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage is a known risk associated with these types of procedures and is noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Event description:
It was reported that during the deployment of the third coil into the middle cerebral artery aneurysm, contrast extravasation was observed. The site of the extravasation was unknown. The patient was administered with protamine sulfate (unknown dose) and the physician confirmed that the extravasation disappeared after additional coils were deployed. There were no clinical consequences to the patient. The physician considered that the third coil may be related to the extravasation.

Manufacturer narrative:
Subject device implanted.